Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v141065, implanted: (B)(6) 2008, product type: lead. (B)(4),

Event description:
A healthcare professional reported via a manufacturing representative that a patient whose indication for use is parkinson's dual and movement disorders reported that the patient had a stroke in 2008 after implant of the leads. The patient had to wait until 2009 to implant the implantable neurostimulator (ins). Reference manufacturer's report number: 6000153-2015-00203.